Event description:
During flight transport of a neonate, the clinician onboard states that there was a "disconnect vent side" alarm followed by an "external flow sensor error" alarm. The patient had been on the ventilator for approximately 20 minutes prior to this with no issues. The clinician then replaced the circuit with another hamilton dual limb circuit set and continued to have "external flow sensor error" alarm. After second circuit/vent issue the patient was manually ventilated the rest of the flight. Breathing circuit lot# 201019374.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of the flow sensor and/or the related tubing. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.